Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change of therapy. The patient stated that the healthcare professional (hcp) felt the stimulator needed to be calibrated properly because it was not working. The patient stated the device was helping with her bladder, but not her bowel. The patient noted it had been happening on and off for over a year and it was getting worse. Additional information from the patient on (B)(6) reported she had an appointment with her colorectal surgeon, but they want her to meet with a manufacturer representative (rep) to make sure the programming was correct. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.